Event description:
The patient was in delirium. The electrocardiogram was obtained using the described device. Despite a regular rhythm, and discernible p waves, the device interpreted the electrocardiogram as atrial fibrillation having replaced sinus rhythm. The patient was then treated based on this erroneous diagnosis, which was signed off by the heart station cardiologist. The exact frequency of incorrect rhythm interpretations by this device is unknown, but in our experience, is common. This has been the experience for years, suggesting that there has not been any meaningful after market surveillance and review of these devices.